Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported an unknown side "rupture, pain and shift" and "concern with the product." Patient additionally reported "autoimmune disease;" this event is not device related. This record will be for the left side. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional additionally reported right side capsular contracture, baker grade unknown, "pain and discomfort," "extremely adherent to ribs," and double capsule. This record is for the right side.